Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of 600 tubes. No serious injury or medical intervention was reported. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Although, bd is continuing to review specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of 600 tubes. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of the sst tube. No serious injury or medical intervention was reported.